Manufacturer narrative:
Exposed portion of soft cannula was found bent. It cannot be determined when or how the bend occurred. Data downloaded from the device does not contain any timeouts or pulse width increase indicative of a bent/kinked cannula.

Manufacturer narrative:
The device was received and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels reached 345 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus (15 units) was delivered. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 3:30pm, bg(mg/dl): 176, cho(g): 30, bolus(u): 6/7; 8:00pm, 201, 7/8; 10:30pm, 345, (pod removed).